Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the rca. On the same day, pci related mi was reported. No action was taken. The investigator assessed the event as possibly related to the device and not related to the anti-platelet medication.